Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) battery did not last as long they were informed it would. The device was explanted and replaced. No patient complications have been reported as a result of this event.